Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure (ess205) inserted for female sterilization. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure (ess205) was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jun-2020: pif received. Case becomes an incident. Injury event was replaced to medical device removal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menorrhagia') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included intramural leiomyoma of uterus, diabetic, ovarian cyst, pelvic adhesions, paratubal cyst, bleed in luteal cyst, menorrhagia, dysmenorrhea, uterine leiomyoma and insulin-dependent diabetes mellitus. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), type 1 diabetes mellitus ("insulin-dependent diabetes"), ovarian cyst ("right ovarian cyst") and pelvic adhesions ("left pelvic adhesions") and was found to have uterine leiomyoma ("intramural uterine fibroids"). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingooophorectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the heavy menstrual bleeding, dysmenorrhoea, uterine leiomyoma, type 1 diabetes mellitus, ovarian cyst and pelvic adhesions outcome was unknown. The reporter considered dysmenorrhoea, heavy menstrual bleeding, ovarian cyst, pelvic adhesions, type 1 diabetes mellitus and uterine leiomyoma to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-apr-2021: medical record received: event 'medical device removal' was updated by ' menorrhagia'. Medical history, removal date , reporter information were added. Events dysmenorrhea, intramural uterine fibroids, insulin-dependent diabetes, right ovarian cyst, left pelvic adhesions added. Fu 5 & 6 process together. On (B)(6) 2021: medical record received: no new significant information received. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menorrhagia') in an adult female patient who had essure (ess205) (batch no. 623647) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included intramural leiomyoma of uterus, diabetic, ovarian cyst, pelvic adhesions, paratubal cyst, bleed in luteal cyst, menorrhagia, dysmenorrhea, uterine leiomyoma and insulin-dependent diabetes mellitus. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), type 1 diabetes mellitus ("insulin-dependent diabetes"), ovarian cyst ("right ovarian cyst") and pelvic adhesions ("left pelvic adhesions") and was found to have uterine leiomyoma ("intramural uterine fibroids"). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingooophorectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the heavy menstrual bleeding, dysmenorrhoea, uterine leiomyoma, type 1 diabetes mellitus, ovarian cyst and pelvic adhesions outcome was unknown. The reporter considered dysmenorrhoea, heavy menstrual bleeding, ovarian cyst, pelvic adhesions, type 1 diabetes mellitus and uterine leiomyoma to be related to essure (ess205). The reporter commented: on the right side, there were 7 coils noted. On the left side, there were 6 coils noted discrepancy noted on essure insertion date -(B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: proof of tubal occlusion secondary to essure placement three months ago. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Lot number, lab data, reporter information and rcc was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menorrhagia') in an adult female patient who had essure (ess205) (batch no. 623647) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included intramural leiomyoma of uterus, diabetic, ovarian cyst, pelvic adhesions, paratubal cyst, bleed in luteal cyst, menorrhagia, dysmenorrhea, uterine leiomyoma and insulin-dependent diabetes mellitus. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), type 1 diabetes mellitus ("insulin-dependent diabetes"), ovarian cyst ("right ovarian cyst") and pelvic adhesions ("left pelvic adhesions") and was found to have uterine leiomyoma ("intramural uterine fibroids"). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingooophorectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the heavy menstrual bleeding, dysmenorrhoea, uterine leiomyoma, type 1 diabetes mellitus, ovarian cyst and pelvic adhesions outcome was unknown. The reporter considered dysmenorrhoea, heavy menstrual bleeding, ovarian cyst, pelvic adhesions, type 1 diabetes mellitus and uterine leiomyoma to be related to essure (ess205). The reporter commented: on the right side, there were 7 coils noted. On the left side, there were 6 coils noted discrepancy noted on essure insertion date -(B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: proof of tubal occlusion secondary to essure placement three months ago. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 17-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of medical device removal ('medical device removal'). In a female patient who had essure (ess205), inserted for female sterilization. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure (ess205) was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2020, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.